Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. An adverse event with the same product is being reported under (B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on the morning of (B)(6) 2019. The following morning, (B)(6) 2019, the cgm alerted for ¿urgent low¿ for over a 2-hour period; however, the patient¿s bg was 200 ¿ 300 mg/dl. The sensor was removed and that evening, the patient was taken to the emergency department for fever, pain and swelling of his right leg. The patient was diagnosed with an infection at the sensor insertion area and diabetic ketoacidosis (dka). Treatment included two doses of intravenous (IV) therapy of clindamycin and treatment for dka. The patient was discharged with a fourteen-day course of oral clindamycin. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.